Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 2 of 5. The technical service representative (tsr) had the home patient (hp) close all of the clamps to bags/patient line, cycle the power off/on to system error 2367, then cycle power off/on to press go to start. At load the set prompt, the hp was able to remove the cassette. The tsr educated the hp if she has to disconnect to use the restroom, press go to stop first and cap off both ends. The tsr advised the hp to dispose of the current supplies and start over with all new supplies the hc unit was operational. There was patient involvement but no patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was confirmed and the cause is due to use error. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.